Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 49 mg/dl. The customer's blood glucose level was 215 mg/dl, 340 mg/dl and 70 mg/dl. Treated with crackers. Customer declined troubleshooting. The insulin pump will be returned for analysis.